Event description:
Per report: harmonic would sound like it was working but would not cauterize. Procedure: laparoscopic repair of paraesophageal hernia with partial fundoplication. No indication of harm to the patient. Ethicon lot # t95533; harh36. FDA safety report ID# (B)(4).